Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that the oxygenator could not be primed properly due to a malfunction, and the blood tubing pack had to be replaced with a new set. See attached photos. There was no patient impact reported with this event. Medtronic received additional information that the malfunction is related to the tubing pack. And the oxygenator was primed properly, but when it was used on a patient, it did not work. Medtronic received additional information that oxygen could not get through. And customer observed the color of the blood is turning almost black.